Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change the color, and it came out from the patient's body. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The exoseal was used for hemostasis as per the instructions for use (IFU). There was no difficulty connecting the 6f non-cordis vascular sheath introducer with the exoseal vcd. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. The device was not attempted to be deployed outside the patient¿s body. A back-flow from the indicator stopped. The doctor retracted it carefully. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the 6f non-cordis vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm, and there was no visible calcium or plaque at the puncture site. Additionally, there was no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A 6f 10 cm non-cordis sheath was used. The procedure was a percutaneous coronary intervention (pci) case with a retrograde approach made from the left groin. The physician had achieved certification on the use of exoseal vcd. Other procedural details were requested but were not provided. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change the color, and it came out from the patient's body. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The exoseal was used for hemostasis as per the instructions for use (IFU). There was no difficulty connecting the 6f non-cordis vascular sheath introducer with the exoseal vcd. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. The device was not attempted to be deployed outside the patient¿s body. A back-flow from the indicator stopped. The doctor retracted it carefully. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the 6f non-cordis vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm, and there was no visible calcium or plaque at the puncture site. Additionally, there was no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A 6f 10 cm non-cordis sheath was used. The procedure was a percutaneous coronary intervention (pci) case with a retrograde approach made from the left groin. The physician had achieved certification on the use of exoseal vcd. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18293563 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.